Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 33 mg/dl. The customer was treated with food. The customer was experiencing low blood glucose for last 2 hours. After the troubleshooting was done, customer was advised to monitor the pump and blood glucose was stable when the call ended.